Event description:
The lens did not exit the inserter correclty into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00029 for the delivery device used with this lens.